Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating this record is for the right eye of the patient.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery in both eyes, the lens has glistenings in both eyes. The patients vision is affected. This is 1 of 2 reports for this patient. Additional information has been requested.